Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support, however the customer declined to remove the site. Customer resumed insulin delivery. Customer's blood glucose was 220 mg/dl